Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys tsh assay, elecsys ft3 iii, and the elecsys ft4 iii assay on a cobas 8000 e 801 module and a cobas 8000 e 602 module used for investigation. Incorrect values from the sample were reported outside of the laboratory. This medwatch will apply to the tsh assay. Please refer to the medwatch with patient identifier (B)(6) for information related to the ft3 assay and refer to the medwatch with patient identifier (B)(6) for information related to the ft4 assay. The sample was collected on (B)(6) 2019 and tested on the customer's architect analyzer on (B)(6) 2019. The sample was repeated on a second architect analyzer. The sample was also provided for investigation, where it was tested on an e 602 analyzer on (B)(6) 2019 and an e 801 analyzer on (B)(6) 2019. The serial number of the e 602 analyzer used for investigation is (B)(4). Tsh reagent lot 418318, with an expiration date of february 2020 was used on this analyzer. The serial number of the e 801 analyzer used for investigation is (B)(4). Tsh reagent lot 416233, with an expiration date of october 2020 was used on this analyzer.

Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined. Assays from different vendors can generate different values. This relates to the overall setups of the assays, the antibodies used and, differences in reference materials/methods, and differences in the standardization methodology used.